Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the t25 screwdriver shaft: tip broke off on the distal end. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.